Manufacturer narrative:
Software data logs were received by the manufacturer on (B)(4) 2014 for further evaluation. The subsidiary's manufacturing engineering ctr (mec) will repair the unit.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer observed the following error messages on the central control monitor (ccm): "battery cannot be charged, full back-up may not be available" or "battery needs service, full back-up may not be available". The device was not changed out, as they used the system for the case. After the case, the batteries were fully discharged, the batteries had recharged and this issue could not be duplicated. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.